Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting was performed with the patient which did not elicit any out of range measurements or noise. The device was reprogrammed to a different shock configuration and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.